Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 6/6 of their automated peritoneal dialysis therapy. Per initial report, "home patient had disconnected their transfer set from th patient line of the homechoice set) during dwell 6/6, when patient got back to the setup the homechoice machine had moved into drain 6 and was alarming. The home patient reconnected themselves at that point and tried to restart therapy." Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.